Manufacturer narrative:
(B)(4). Film evaluation results are: review of CT¿s 13-½ years post-implant revealed that the aneurx bifurcate had migrated into the aaa sac; the bifurcate proximal graft margin was 6 ¿ 7 cm below the renal arteries and had kinked over itself >90 deg at the flow divider. The max diameter aaa measured 7cm and there was a proximal type I endoleak. The proximal neck flow lumen diameter just below the renals measured 28mm, and 1cm lower the neck diameter measured 36mm. The infrarenal neck was angulated 55deg a-p relative to the iliac limbs. The ipsi limb was positioned down into the proximal portion of the right common iliac artery, and the distal contra limb was within the mid-length of the left common iliac. Both limbs were patent and no occlusion was seen distal to the stent graft limbs; bilaterally. No other stent graft issues were observed. Review of several still angio images during an intervention revealed that a guidewire was placed up through the left/contra limb and into the aneurx bifurcate which had migrated and had folded over itself. An occluder was then seen implanted into the distal left common iliac artery. From the right side the endurant aui was seen implanted through the bifurcate and positioned proximally just below the level of the renal arteries; approximately 7cm above the bifurcate and overlapping into the aneurx. Contrast injection from above the renals showed that the left/contra limb was bypassed and that flow was seen through the aui and into the right limb and down the right leg. Both renal arteries were patent. No other stent graft issues were observed. The exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined from the images provided. Pre-implant anatomy and earlier post-implant images were not available for review and comparison. However, it is likely that the current lack of a proximal seal was due to disease progression (neck dilatation and angulation) which may have contributed to the migration and type 1a endoleak.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during a recent follow up, that a CT revealed distal migration of the previously implanted aneurx 26x15x135 stent graft. Additionally, the physician stated that there was a proximal type I endoleak. Per the physician, the cause of the stent graft migration and endoleak were due to disease progression. The patient had an endurant aorto-uni-iliac stent graft implanted in conjunction with a femoral-femoral bypass. The aneurx stent graft migration and type ia endoleak events were resolved. No additional clinical sequelae were reported and the patient is doing well.